Event description:
A report was received where this lift and sling were ordered than placed in this nursing home. The staff was inserviced and were instructed on proper use. It was reported they were instructed to use the new lift with the accompanying sling. However on the following day, during a transfer a nurse had used a different manufacturers sling with this lift. The end user fell out and sustained bruising. This lift and sling have since been removed from this facility.

Manufacturer narrative:
Additional information included that in speaking with the reporter it was learned the rn involved in this incident had persisted in using the old equipment even though having been instructed to use the invacare lift only with the invacare sling. It was reported no injury had occurred. The end user sustained bruising however no medical intervention was sought. Please note any further information will be reported in a follow up report.